Event description:
It was reported that bd bd vial access device was missing the following information was received by the initial reporter with the following verbatim we inform you about the below complaint, which is the 4th one, reported by our customer regarding the below batch of vial access device in which again the spike tip is missing. It is stated that ¿we have received a complaint from a customer about our product, who claims that ¿difficult to dispense. Stamp for application cannot be activated. The syringe is filled with suspension and air and has been connected to the vial. The plunger cannot be pressed down. The powder cannot be shaken up.¿. After the complaint sample examination, it was observed that the spike tip of the vial adapter was missing and that the site of the missing spike is smooth. We could not locate any step in our manufacturing process where this could have happened. It is assumed that a possible root cause of the device¿s malfunction is a defective device from the supplier. We therefore ask you to proceed with an investigation on this issue.¿

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Investigation result: one 2205e-0006 sample was received without packaging for investigation. The customer reported that the affected sample was from lot 22095221 and that "spike tip is missing." As part of the investigation, the customer provided photographs of the affected sample; analysis of the photographs confirmed the customer's experience. A visual inspection of the returned sample confirmed the customer's experience with the spike missing from the vial adaptor. The surface of the spike appears smooth suggesting a molding defect rather than fracture. The details of this feedback were forwarded to the supplier and manufacturing site for investigation. Their analysis confirmed that the missing spike was likely to have occurred as a result of a short shot generated during the injection of the molten plastic into the mold, where an insufficient amount of molten plastic has filled the mold resulting in the cavity being insufficiently filled. A definitive root cause for the short shot could not be determined, however it is possible for such a defect to be generated as a result of an improper start-up of the molding machine. A review of the production records for lot 22095221 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Since the manufacture of the reported lot, the supplier of the component has initiated some corrective actions to reduce the likelihood of similar complaints in the future; furthermore the supplier has been notified of this feedback. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the 2205e-0006 product in the past 12 months.

Event description:
No additional information.